Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the pump powered on with the returned battery cap. The battery compartment was observed to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture inside the pump on the force sensor housing. The lens film was found to be scratched, worn, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter stated that the display was scratched and that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.